Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. The pump fails to deliver bolus doses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was exercised for 24 hours and no unprogrammed boluses were delivered or recorded in the pump history. A normal bolus and audio bolus were both performed successfully and accurately recorded in the pump history. No programmed boluses were cancelled. The keypad buttons were tested and all buttons responded properly; none of the keys were hypersensitive. The alleged issue was not duplicated.